Manufacturer narrative:
This product is not approved for use in the u.s, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent kyphoplasty at l1 due to primary osteoporosis and compression fracture. Intra-op, the cement was reported leaking into the external vertebra vein. The cement was filled into the vertebral body under single image (sagittal image). When completing the filling with one right and left bone filler device(bfd), the frontal image was confirmed and cement leakage was not recognized. The cement filling was terminated when performing the filling with the second right and left bfd by 0.5cc. After that, when turning back the image to frontal, it was suspected that there was cement leakage in the vein on the left side of the vertebral body. Postoperative CT imaging was scheduled. The patient was reported asymptomatic. The cement was stored at proper temperature before and during the procedure. The cement was mixed for one minute and was doughy and homogeneous prior to delivery into the patient. The procedure was completed successfully with the original product. No patient complications were reported.